Event description:
Stem subsidence of 13 mm of secur-fit advanced stem for clinical study patient.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown secur-fit advanced stem 13mm an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem subsidence involving a 127 size 6 secur-fit advanced stem was reported. The event was confirmed. Medical records received and evaluation: the provided x-rays were submitted to a consulting clinician who deemed it insufficient for a medical review. Stem subsidence confirmed on x-ray. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact root cause of the reported event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Stem subsidence of 13 mm of secur-fit advanced stem for clinical study patient.